Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The device is under evaluation. A supplemental medwatch report will be submitted once the evaluation and repair is completed. (B)(4).

Manufacturer narrative:
The company representative observed that the helium gauge had a leak. The company representative replaced the helium gauge (part number 0353-00-0005). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The helium gauge (part number 0353-00-0005 was received at the manufacturer for evaluation. The helium gauge was evaluated and failed the pressure reading on the gauge. This event was inadvertently reported as an adverse event. There was no adverse event reported.

Event description:
This report is being sent as follow up emdr 2249723-2014-00256.

Manufacturer narrative:
The helium gauge (part number 0353-00-0005) was sent to the vendor for evaluation and the failure was verified; it was observed a reddish/orange substance cover in the end of the coil opening. (B)(4).

Event description:
.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "low helium" alarm. The customer replaced the helium tank with a new one. After a short time, the iabp generated a "low helium" alarm again. The customer replaced the helium tank again. Again after a short time, the iabp generated a "low helium" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.